Event description:
The initial reporter at first complained of questionable ca2 calcium gen.2 for multiple patients tested on a cobas 6000 c (501) module. From the data provided for 6 patients: 1 patient had a reportable malfunction for ca2, ast aspartate aminotransferase acc. To ifcc without pyridoxal phosphate activation, tp2 total protein gen.2, and ise indirect na and ci for gen.2. 1 patient had a reportable malfunction for ca2 and ise indirect na and ci for gen.2. 1 patient had a reportable malfunction for ca2, gluc3 glucose hk gen.3, phos2 phosphate (inorganic) ver.2, tp2, ua2 uric acid ver.2, and ise indirect na, k, ci for gen.2. 1 patient had a reportable malfunction for alt alanine aminotransferase acc. To ifcc without pyridoxal phosphate activation, ca2, and ise indirect na and ci for gen.2. 1 patient has a reportable malfunction for alt, ca2, gluc3, and ise indirect na, k, ci for gen.2. The erroneous results for patient ID's (B)(6) and (B)(6) were reported outside of the laboratory. There were no adverse events. The reagent lot for ua2 was 354635 with an expiration date that was requested but not provided. The reagent lot for ca2 was 35825601 with an expiration date of 31-oct-2019. The reagent lot for gluc3 was 35720801 with an expiration date of 31-oct-2019. For the following tests, na, k, cl, phos2, tp2, alt, ast, the reagent lot information was requested but was not provided. The field engineering specialist was unable to determine a root cause. He cleaned the reaction bath, flushed and drained the air trap, and decontaminated tubing in the cell rinse head, sample, and reagent probes. The provided qc data gave no indication of a reagent or instrument issue. The analyzer alarm history contained no conspicuous events. The patient data provided is consistent with an improper pre-analytical sample handling. The investigation did not identify a product problem. The cause of the event could not be determined. There have been no further issues following the service visit.